Event description:
Note: this report pertains to two hurricane rx dilatation balloon that were used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon burst while being inflated. The customer stated that no pieces of the balloon detached inside the patient. The same problem occurred with the second hurricane rx dilatation balloon. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.